Event description:
It was reported through review of the literature article titled ¿why and when ICD leads are extracted: does the ICD lead model influence lead survival?¿ that patients experienced lead explant due to infection, mechanical lead damage, lead dysfunction, prophylactic replacement, and perforation. Specific patient information was not able to be provided. No further information is available at this time.